Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve - "tissus got stuck when opening the jaw which disturbed the surgeon while using the device. The first device was exchanged with another device of the same lot number. The same malfunction was observed." Patient status - "ok."

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: device keys and a sterile representative sample were returned for evaluation. Upon inspection, the device activation logs were reviewed. It was noted that the first device was used for 30 activations and the second device was used for 17 activations. The applied medical representative confirmed that tissue sticking was observed at the beginning of the procedure. A sample unit from the same lot was tested, and minor sticking was noted through use. Eschar buildup was noted after approximately 60 activations which resulted in moderate sticking; however, the tissue sticking in both instances was able to be corrected upon cleaning the jaws as specified in the instructions for use (IFU). The root cause could not be determined. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.